Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device has a problem with an interruption in the 12-lead signal.